Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that during a surgical procedure the plate broke when the surgeon was bending it. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The product was returned for investigation and the reported event could be confirmed. The macroscopic and microscopic investigation shows that the plate was heavily damaged (incised) by medical instruments during the adaptation to the anatomy of the patient. Therefore a complete separation of a fragment from the plate occurred most likely from a cutting plier. The investigation with sem shows the typical structure - two areas (cropped and sheared off) of a breakage resulted from cutting with a cutting instrument (most likely a cutting plier). Furthermore, in the related risk management file these possible root causes were stated: plate not cut properly; wrong/ missing information. Based on the evaluation, no indications for any design, material, or manufacturing-related problems were found in this investigation. Therefore, no corrective and/or preventive actions are deemed necessary at the time.

Event description:
It was reported that during a surgical procedure the plate broke when the surgeon was bending it. The procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.